Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following; there was a dent on the heat spacer of the ventilation grills. The foot switch was worn. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. More than 3 years have passed since the device was manufactured. When the device was used frequently, there is possibility that the mechanical parts of the turret unit have worn out due to repeated use for a long period of time, and have failed and stopped rotating. Omsc concluded that this may have caused the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that a turret error occurred. This device is an olympus asset and there was no report of patient injury associated with the event. Olympus inspected the device at olympus service operation repair center (sorc) and found that the phenomenon reported by the user was reproduced, the turret unit broke down and did not rotate, and the clv turret error e200 occurred. Error code e200 means that the light source has broken down.